Event description:
Patient presented to the physician with inability to move the right sided facial weakness, dysarthria, and headache. Physician referred the patient to speech therapist and physical therapy. This resolved the issue.